Event description:
New information received noted that the patient presented with infection. The pacemaker was explanted. The patient was stable.

Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that there was a portion of the pocket incision that was open. The physician flushed and closed the pocket with suture and staples. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).